Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Missing lot number and UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that the cervical probe tip was 'deformed'. This was found intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
Additional information: device lot number provided.

Manufacturer narrative:
Unique device identification (UDI) and device manufacture date provided.